Event description:
A dentist who uses espe's composite luting cement compolute since 8 months claims dentist had to carry out about 25 to 30 root canal treatments after insertion of dental crowns and bridgework with compolute. Dentist blames the necessity to carry out root canal treatment on the material.